Manufacturer narrative:
A ge service rep performed an onsite investigation. The graphics card and ipc100 were evaluated and replaced. The system software and configuration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that they were unable to view fluoroscopic image because the system displayed a blank image. The issue will cause the system to unusable due to the inability to see the live image. No pt death or serious injury was reported related to this event.